Event description:
Reportable based on device analysis completed on 04sep2023. It was reported that the coil released inside the catheter. The target lesion was located in the spleen. A 18mm x 40cm .035 interlock 2d was selected for use. During procedure, when the imaging catheter was used to deploy the coil, the coil released inside the angiographic catheter. The device was removed with the contrast catheter and the procedure was completed with another coil. There were no patient complications reported and the patient was stable. However, device analysis revealed that the main coil was detached at the coil arm section.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection reveals only the main coil was returned for the analysis. Additionally, it was observed the main coil was stretched, detached and bent at the coil arm section. No more damages can be observed on the device. Under the microscope it was observed that the main coil was stretched, detached and bent at the coil arm section. The functional test could not be performed due only the main coil was returned. Dimensional inspection for the main coil's zap tip, primary coil outer diameter and coil arm outer diameter passed the test.